Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper and lower abdomen and upper flanks using the coolmax and cool curve plus applicators, and may have developed paradoxical hyperplasia (ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Continued a5 - ethnicity: hispanic/latino.

Event description:
Treatment dates occurred on (B)(6) 2015 and (B)(6) 2015 using the coolsculpting system applicators. Ph is confirmed in upper and lower abdomen, and bra rolls.